Event description:
During an initial implant procedure, there was a failure to capture observed on the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted in the left branch to resolve the event. The patient is stable with no consequences.